Manufacturer narrative:
(B)(4) date sent: 9/15/2016. Batch # unk additional information requested and received: was there any issue with device performance in initial procedure? No. What was the approximate size of the compressed vessel? Thin arterial branch (not sure on size). Was it a named vessel? Called an arterial branch. Can it be confirmed that the entire width of the compressed vessel was proximate to the cut line? Yes. Was there any extraneous tissue within the jaws distal to cut line during firing? No. How was the case completed? Patient came back 3 hours after procedure, was opened & vessel was clipped. Was the entire staple line bleeding or only a portion? Portion. What is the current patient status? Stable, doing well.

Event description:
It was reported that during a robotic assisted vats lobectomy procedure, that due to anatomical features of the patient it was necessary to convert to open. The physician used the device once on 3 branches of the pulmonary artery. The procedure was completed, however, 3 hrs post-op the patient coded and a re-operation was required. Upon opening the patient the surgeon noticed that there was bleeding coming from where the 3rd firing occurred. It was noted that there was no noticeable deformation of any staples. It is unknown how the bleeding was stopped or how the procedure was completed the 2nd time. There was no patient consequence reported.